Event description:
It was reported that the pump touch screen was ¿completely blue¿. The customer¿s blood glucose (bg) was "high" although specific value not provided. Customer addressed bg level via a manual insulin injection. Ultimately, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.